Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit on an unknown date. Sometime post-procedure, the patient, who is over 18 years of age, presented with some mesh exposure, but no other symptoms.all other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.